Event description:
It was reported to boston scientific corporation that a achalasia pneumatic hand pump and monitor was used during a procedure performed on (B)(6) 2009. According to the complainant, after use of the manometer, it did not return to 0, it remained blocked in 10psi. The procedure was completed with this device. The pt's condition at the conclusion of the procedure was reported as unk.

Event description:
It was reported to boston scientific corporation that a achalasia pneumatic hand pump and monitor was used during a procedure performed on (B)(6), 2009 (patient's age, gender and weight are unknown). According to the complainant, after use of the manometer it did not return to 0, it remained blocked in 10psi. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as unknown. The procedure was revealed to have been a dilation of the esophagus. There were no patient complications and the patient's condition was described as "ok."

Manufacturer narrative:
A visual examination of the returned device revealed no visual defects with the device, but the needle on the gauge was stuck at 10psi. Functional testing was completed and the device was unable to hold pressure. The gauge was dissembled and after being reassembled the gauge began working properly. It is suspected the inflator was jarred during shipment or prior to the procedure which results in the root cause being handling damage. (B)(4).

Manufacturer narrative:
(B)(4) - (inaccurate reading). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).